Event description:
It was reported that the patient never had therapeutic effect and her symptoms were worse than before her replacement. The patient couldn¿t talk, couldn¿t walk, was knocking things over, ¿was all over the place", and had seizure-like motions. It was stated that the patient had no control of herself. The caller contacted the hcp who told her it was probably anxiety that was causing the symptoms. It was also reported that the patient programmer was not compatible with the patient¿s new ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).